Event description:
It was reported that during a surgical procedure conducted at the user facility the battery cover of the instrument tracker broke off. The procedure was completed successful without a delay. No impact to the patient, no adverse events, and no medical interventions were reported with this event.

Manufacturer narrative:
The reported event that the battery cover was broken off was confirmed through the visual inspection. It was observed that the battery compartment was broken off. Any physical impact to the navigated instrument, such as with a mallet or a similar tool, will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the battery cover of the instrument tracker broke off. The procedure was completed successful without a delay. No impact to the patient, no adverse events, and no medical interventions were reported with this event.